Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt intermittently failed essential performance testing. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause for the open wire was excessive force. The trunk cable showed signs of physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.